Event description:
Customer reportedly received result of 275 mg/dl on the advantage system and 105 mg/dl on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.